Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. It was also referenced that the patient underwent gynecological implantation of prefyx on (B)(6) 2008. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.